Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient's cgm was reading 100 mg/dl and the patient was "feeling fine". The patient was wearing an omnipod insulin pump. The patient took her son to a scheduled doctor¿s appointment and then went to the store. At the store, the patient fell and had a seizure. The patient's cgm was reading 90 mg/dl. No bg meter comparison value was taken at this time. Ems was called. Once ems arrived, the patient's bg meter reading was 40 mg/dl while the cgm was still reading 90 mg/dl. The patient was transported to the ER where she was treated with glucose gel. She reported that she was given IV fluids for 4.5 hours. After treatment, the patient's bg meter reading increased to 170 mg/dl and the cgm was reading 190 mg/dl. The patient was discharged the same day. The patient was "okay" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.